Manufacturer narrative:
H4: the lot was manufactured between november 15-17, 2023. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed, and it showed fluid inside the device's bladder which suggests possible underinfusion. The reported condition was verified. The cause was unable to determine. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused during infusion. The therapy time was 24 hours. The device contained antibiotics. There was no report of patient injury or medical intervention associated with this event. No additional information is available.